Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported his lcd screen was damaged. The customer's blood glucose was 73 mg/dl. The customer stated there was scratches on his lcd screen. The customer could not recall how the damage had occurred. The customer also stated the insulin pump was working fine. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional infromation provided.

Manufacturer narrative:
Insulin pump had minor scratches on display window and small cracks on reservoir tube lip. No damage noted on lcd glass.